Event description:
Customer reported to beckman coulter, inc. (Bec) that blood was leaking from the probe wash of the coulter act diff analyzer. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec customer technical specialist (cts) performed troubleshooting with the customer via the phone. Cts instructed the customer to remove and clean the probe wipe block and run bleach through valve vl8. Customer reported that the probe wash drained properly after the cleaning of the probe wipe block.

Manufacturer narrative:
Evaluation codes - results code - (other): probe wipe block. (B)(4).